Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) assessed the station, reviewed the server status through the patient encounter system, examined the health site viewer, and confirmed that the station was free of critical messages or alerts. The tss connected to the station, observed that it was clear of any critical icons, communicated this to the customer, and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station was not communicating. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.